Event description:
It is our understanding that this device exhibited an automatic lead safety switch from bipolar to unipolar due to low right atrial pace impedance measurements. Boston scientific technical services was consulted and device information was reviewed via remote patient monitoring. It was determined this device was exhibiting increased power consumption that may have been due to the low atrial impedance measurements but there was suspicion that the rate of consumption was higher than would be anticipated for that situation. Ultimately, this device was replaced and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Testing confirmed intermittent, higher-than-expected current draws. Detailed electrical testing and analysis were then conducted, which resulted in the conclusion that there is an anomaly in an oxide layer within a custom integrated circuit component. This anomaly resulted in the reported clinical observations. Update was made to h6 field. Code 3191 was used to capture surgical intervention.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Testing confirmed intermittent, higher-than-expected current draws. Detailed electrical testing and analysis were then conducted, which resulted in the conclusion that there is an anomaly in an oxide layer within a custom integrated circuit component. This anomaly resulted in the reported clinical observations.

Event description:
It is our understanding that this device exhibited an automatic lead safety switch from bipolar to unipolar due to low right atrial pace impedance measurements. Boston scientific technical services was consulted and device information was reviewed via remote patient monitoring. It was determined this device was exhibiting increased power consumption that may have been due to the low atrial impedance measurements but there was suspicion that the rate of consumption was higher than would be anticipated for that situation. Ultimately, this device was replaced and returned to boston scientific for analysis.

Manufacturer narrative:
At this time this product has not been returned. If this product is returned and analysis is completed, this report will be updated at that time.

Event description:
It was reported that this device exhibited premature battery depletion. Data analysis confirmed this device battery exhibited an increased power consumption. This device was then explanted and replaced. No additional adverse patient effects were reported.